Manufacturer narrative:
The field service activity was completed by an intuitive surgical, inc. (Isi) field service engineer (fse). The fse replaced the universal surgical manipulator (usm). The system was then tested and verified as ready for use. The usm was received and failure analysis evaluation was performed. The usm was tested on an in-house system in normal mode where it passed. The usm was tested on a testing platform where it failed the carriage friction test. The issue identified during the field service activity was confirmed.

Event description:
It was reported that during a field service activity, the field service engineer (fse) replaced the universal surgical manipulator (usm) because the usm failed the carriage friction test. There was no patient involvement and no customer-reported issue.